Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead experienced placement difficulty. The lead was unable to advance further into vasculature. The lead exhibited poor thresholds and phrenic nerve stimulation observed in all vectors. The c bend was on the vasculature at the point of target vessel take off. The target vessel itself was straight. The curly pig tail part of the lead had insufficient support over the wires used. The lead was removed and replaced. No adverse patient effects were reported.